Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient has a yeast infection. Patient described the area as red and itchy. .there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed lotions and powders for the skin irritation. Outcome of the irritation is unknown.